Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress urinary incontinence and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, and urinary problems. The patient underwent cystoscopy/ureteroscopy/holmium laser plus lithotripsy in (B)(6) 2010. The patient underwent left nephrectomy, right-sided nephrostomy tube change in end-cutaneous ureterostomy, vaginoscopy and cystoscopy in 2011. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to erosion and pain. The patient underwent arteriovenous fistula left arm surgery in 2012 and arteriovenous fistula right arm surgery in 2013. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.